Event description:
Customer called and reported she was using heating pad in bed, moved the heating pad aside to go to sleep. Sometime during the night rolled over onto the heating pad and depressed the trigger causing the unit to turn on. She awoke in pain only to find out she had burned her arm.

Manufacturer narrative:
Bce received on (B)(6) 2045 voluntary report number mw5041973 dated (B)(6) 2015. Consumer states that "I moved my thermophore heating pad off to the side of the bed and fell asleep. At some point, I rolled over onto the heating pad and the handle was pressed down, turning the heat on." Consumer admits to sleeping with the heating pad which is a violation of the instructions and warnings provided. The warning label states "do not sit or lay on top of pad. Do not use while sleeping" and consumer failed to follow the instruction. Despite providing a pre-paid return service label, the product in question has not been returned as of the date of this report.